Manufacturer narrative:
The device was returned for analysis. The reported ¿whole suture came out with removal of the device¿ was confirmed based on the suture remaining in the suture bearing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the calcified right common femoral artery was attempted with three prostyle devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle suture was harvested yet the whole suture came out with removal of the device. Two other prostyle devices had a cuff miss [suture retrieval issue] noticed. The pre-close technique was abandoned. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three prostyle devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all three prostyle devices. The pre-close technique was abandoned. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.